Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 3.

Event description:
Reference number (B)(4). Event occured in canada. It was reported that the patient faced an event where infusion sets were found unsealed and opened in the box during package opening on (B)(6) 2025.the patient replaced the sets and resumed insulin delivery successfully. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - (B)(4). Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms): a query was run in the eqms on 09-dec-2025 against "lot number" "6014412" and similar malfunction code(s): primary pack has incomplete or open seal/weld, is torn, ripped, contains holes, exhibits external contamination (e.g., water marks, stains) or product is trapped in packaging (e.g., trapped in weld), primary pack defect- seal defect, primary pack defect- contamination, primary pack defect- torn, ripped, contains holes. The review confirmed that lot 6014412 and the identified failure mode are not associated with any ncrs or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the eqms on 09-dec-2025 against "lot number" criteria equal "6014412" and similar malfunction codes primary pack has incomplete or open seal/weld, is torn, ripped, contains holes, exhibits external contamination (e.g., water marks, stains) or product is trapped in packaging (e.g., trapped in weld), primary pack defect- seal defect, primary pack defect- contamination, primary pack defect- torn, ripped, contains holes. The count of complaint is 1. The complaint number is complaint (B)(4). Device history record (DHR) review: the lot 6014412 was manufactured according to the work instruction (wi) version125 and manufactured in the line 7 on 19/jul/2025 with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts).